Event description:
Additional information was received from the healthcare provider (hcp). Clarified the patient was not hospitalized, it was just an ER visit. The nurse stated that the device has not been turned on. The patient is scheduled to be seen on (B)(6) at 10:15am to turn their implantable neurostimulator (ins) on as they were ill for their post-op appointment the week after. The nurse stated that these symptoms were not related to the patient's medtronic device/therapy. This was due to the hydrocodone that they were taking after the procedure which led to the reported symptoms. The nurse stated that they spoke to the patient on the (B)(6) and that the patient was feeling better.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803 note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted lead 977a260 5 mm compact 1 x 8 magnetic resonance imaging (MRI) and an implantable ne urostimulator 977006 ng pain pc vanta experienced new pain unrelated to baseline, urinary retention, constipation, and abdominal pain. The patient was hospitalized and visited the emergency room due to urinary retention, constipation, and abdominal pain. The patient cancelled a post-operative appointment with the physician due to this hospitalization, resulting in the stimulator not being turned on. The patient was instructed to reschedule with the pain clinic, and arrangements were made for the stimulator to be turned on at that time. The device was interrogated and put into magnetic resonance imaging (MRI) mode due to potential imaging, and the MRI department, patient, and physician were updated. The issue was ongoing at the time of the report. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.